Event description:
It was stated there was a cassette leak. The event occurred during priming.

Manufacturer narrative:
B3 date of event was unknown hence captured as first day of ICU aware month. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.